Event description:
It was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a procedure performed in 2008, (male patient; age and weight are unknown). According to the complainant, during the procedure, the machine said the water pressure was too low. The water pressure was adjusted and restarted, but before it could get going it said water pressure was too low again. They swapped out the catheter and the physician completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
This complaint was confirmed. Visual inspection revealed no visible signs of damage or other imperfections. Upon filling the compression balloon, water began leaking from the ruptured anchoring balloon. This defect is most likely a manufacturing error.